Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned instrument noted the strike plate fractured from the handle. The complaint is confirmed. Further noted the device exhibits signs of damage and wear. The hardness test is conforming to the print. The hardness for the strike plate is conforming. The device has been sent to sem for further evaluation. A fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. The impact marks are consistent with marks typically created by mallet impaction & do not suggest misuse. Heavy impacts on a shoulder strike plate often can put the threads under a tensile/torsional load, most often concentrated at one spot, and under some conditions, cause a bending overload fracture. An xrf analysis noted the product material is conforming to specifications. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The impactor broke during removal of the comprehensive biomodular stem.